Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional details have been requested regarding the reported event; no further information was able to be provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although it was confirmed foreign material adhered/clogged in air /water (a/w) cylinder, and a/w-channel there was no physical damage of the device was confirmed at where the foreign material was remained. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing not being conducted properly due to shaved distal end. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.) Resulting in humidity invaded lg-lens which led to corrosion. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the evis exera ii duodenovideoscope to olympus for evaluation of a reported angulation malfunction, ¿bowden cable torn from albarran lever¿. During the evaluation, the following reportable malfunctions were identified: foreign material was found inside the air / water cylinder and channel, the distal end has corrosion, and the light guide lens has humidity inside. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The customer further reported the device was reprocessed then returned to olympus. The inspection of the device found foreign material was inside the air / water cylinder and channel, the distal end has corrosion, and the light guide lens has humidity inside. The customer¿s reported issue was confirmed, due to a cut on the elevator wire, the forceps elevator does not rise up. The inspection also noted the suction cylinder has no color code and the distal end is shaved/scraped. There is also discoloration on the grip, the connecting tube has a dent and the coating on the connecting tube and universal cord are peeling. There are scratches on the up / down knob, left / right knob and switch box unit. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.